Event description:
Pt found that the package is not labeled correctly. They bought the fix-a-dent "complete" which has a very strong peppermint taste and odor. They feel consumers should be warned in case they should find this offensive. Patient felt the MFR brushed this off as not important (when pt complained).